Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 1238998- inv,628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced asthma ("asthma"). In (B)(6) 2007, the patient experienced anxiety ("anxiety"). In (B)(6) 2008, the patient experienced congenital cystic kidney disease ("polycystic kidney disease") and hypertension ("high blood pressure"). In (B)(6) 2008, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and low back pain ("lower back pain"). In (B)(6) 2018, the patient experienced arthritis ("arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / right side pelvic pain"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems") and back pain ("back pain") and was found to have weight increased ("weight gain") and teratoma ("teratomas"). The patient was treated with surgery (in feb-2018 ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, iron deficiency anaemia, vaginal discharge, fatigue, gastrointestinal disorder, nausea, weight increased, alopecia, teratoma, visual impairment, back pain, vaginal haemorrhage, menorrhagia, asthma, congenital cystic kidney disease, arthritis, hypertension, dyspepsia, constipation, anxiety, low back pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, asthma, congenital cystic kidney disease, constipation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypertension, iron deficiency anaemia, low back pain, menorrhagia, nausea, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and back pain to be related to essure (ess205). The reporter commented: essure insertion date provided in pfs : (B)(6) 2005 the patient did not have her essure removed. Both ostia visualized: 6 trailing coils on right 5 trailing coils on left. Insertion date of procedure- (B)(6) 2009 (discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tube occlusion. Ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporters, rcc note were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no: 1238998- inv,628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced asthma ("asthma"). On (B)(6) 2007, the patient experienced anxiety ("anxiety"). On (B)(6) 2008, the patient experienced congenital cystic kidney disease ("polycystic kidney disease") and hypertension ("high blood pressure"). On (B)(6) 2008, the patient experienced constipation ("constipation"). On (B)(6) 2013, the patient experienced dyspepsia ("heart burn"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and low back pain ("lower back pain"). On (B)(6) 2018, the patient experienced arthritis ("arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / right side pelvic pain"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems") and back pain ("back pain") and was found to have weight increased ("weight gain") and teratoma ("teratomas"). The patient was treated with surgery (on (B)(6) 2018 ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, iron deficiency anaemia, vaginal discharge, fatigue, gastrointestinal disorder, nausea, weight increased, alopecia, teratoma, visual impairment, back pain, vaginal haemorrhage, menorrhagia, asthma, congenital cystic kidney disease, arthritis, hypertension, dyspepsia, constipation, anxiety, low back pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, asthma, congenital cystic kidney disease, constipation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypertension, iron deficiency anaemia, low back pain, menorrhagia, nausea, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and back pain to be related to essure (ess205). The reporter commented: essure insertion date provided in pfs: on (B)(6) 2005. The patient did not have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 1238998, 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced asthma ("asthma"). In (B)(6) 2007, the patient experienced anxiety ("anxiety"). In (B)(6) 2008, the patient experienced congenital cystic kidney disease ("polycystic kidney disease") and hypertension ("high blood pressure"). In (B)(6) 2008, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and low back pain ("lower back pain"). In (B)(6) 2018, the patient experienced arthritis ("arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / right side pelvic pain"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems") and back pain ("back pain") and was found to have weight increased ("weight gain") and teratoma ("teratomas"). The patient was treated with surgery (in (B)(6) 2018 ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, iron deficiency anaemia, vaginal discharge, fatigue, gastrointestinal disorder, nausea, weight increased, alopecia, teratoma, visual impairment, back pain, vaginal haemorrhage, menorrhagia, asthma, congenital cystic kidney disease, arthritis, hypertension, dyspepsia, constipation, anxiety, low back pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, asthma, congenital cystic kidney disease, constipation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypertension, iron deficiency anaemia, low back pain, menorrhagia, nausea, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and back pain to be related to essure (ess205). The reporter commented: essure insertion date provided in pfs: (B)(6) 2005. The patient did not have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), asthma, polycystic kidney disease, arthritis, high blood pressure, heart burn, constipation, anxiety, lower back pain, fibromyalgia", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.